Manufacturer narrative:
Manufacturing review: device history records review used in the manufacturing of this lot did not show any rejects for qa random visual inspection, where it is inspected for: gastronomy tube shall not be cut or damaged. Investigation summary: the sample returned for evaluation was one 16 fr tri-funnel replacement gastrostomy feeding tube. Visual and microscopic evaluations were performed of the physical sample. The sample was returned with a longitudinal split in the balloon material. The surrounding material near the split site had a distended shape memory and a large amount of dark usage discoloration. The observed damage is consistent with a burst due to over-pressurization. Therefore, the investigation is unconfirmed for feeding tube dislodgement and confirmed balloon rupture. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. Expiration date: 06/2021. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter allegedly dislodged and fell out of the patient. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter allegedly dislodged and fell out of the patient. There was no reported patient injury.